Event description:
Follow-up indicated that the patient had a vitrectomy, four sutures were used, and the incision was enlarged. Reportedly, patient is in stable condition.

Manufacturer narrative:
Follow-up indicated that the patient had a vitrectomy, four sutures were used, and the incision was enlarged. Reportedly, patient is in stable condition. Device evaluated by manufacturer a non-amo lens was returned; thus, an evaluation was not performed.

Event description:
It was reported that intraocular lens (iol) was inserted into the patient¿s eye and then removed during the same procedure because a patient had bad zonules and would not hold the lens. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4). Corrected data: in the initial MDR, the following information was inadvertently not provided: the patient went home without a lens. Patient was sent to a retina specialist. In the MDR follow-up# 1, (B)(4). Additional info: customer confirmed that the reported event was against the iol initially reported. The wrong lens was placed in the box for return to amo, and thus an investigation was unable to be performed. The reported lens has been discarded by the surgery site. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instructions specifications. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Based on the manufacturing record review, no deviation or assignable cause was identified for the event reported. The lens met manufacturing specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
Additional information: the patient went home without a lens. Patient was sent to a retina specialist.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.